Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blank screen issue. The reporter stated that the pump had sound and vibration but that the display was blank. Reportedly, the issue remained unresolved with changing the battery and the battery cap. The reporter denied any cracks along the battery compartment and denied moisture exposure to the pump. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with audio tones and vibrations functional; the display screen was blank. The pump was opened and the display screen was found to be damaged. A test display was inserted and was found to function properly.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.